Event description:
The user facility reported that the product the tip fragmented during an ercp procedure while the device was being maneuvered past as tight stricture. The product was discarded following the procedure, and the exact date of the procedure was unknown. The procedure type was therapeutic. There was no serious injury and/or an adverse effect.